Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. Evaluation: an empty opened winding former and a dispensed needle-suture of product was received for analysis. During the visual inspection of the opened sample, the barbs were presented damaged and body fluids along strand were noted; however, the first loop was busted and consequently the second loop was missing. In addition, the other extreme of suture was damaged and cut appears to be by use of surgical instrument. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, problem was likely to be caused by an improper handling of the sample.

Event description:
It was reported that a patient underwent an unknown surgery and the barbed suture was used. During surgery, it was found that the suture did not have a loop. There were no adverse patient consequences reported. Upon evaluation of the returned sample it was found that the loop was busted and consequently the second loop was missing.